Event description:
The pt ((B)(6)) received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that the pt underwent a surgical procedure to address a possible lead migration. Further interrogation revealed that the pt's lead had not migrated from its implanted location, but was instead mobile in response to positional body changes. The lead remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.